Event description:
The ge oec 6800 fluoroscopy system had black artifact in image display.

Manufacturer narrative:
A ge oec service rep investigated the issue and found 2 issues causing image artifact. A loose hv wire assembly was re-secured. Additionally, the image intensifier protective guard was also loose and re-secured, eliminating the image artifact. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.